Manufacturer narrative:
A service and repair evaluation was completed: the customer reported the cable was stuck in the tensioner. The cause of the issue is unknown. The device was sent to the vendor for repair. The vendor removed the jammed cable from the collet assembly, and lubricated the internal spring. The vendor repaired the device, which will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Service history record review: no service history review can be performed as this is a lot controlled item. The manufacture date of this item is january 8, 2008. The source of the manufacture date is the release to warehouse date. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a cable was found to be stuck inside a cable tensioner. The instrument was found in the instrument bin at the reporting facility following a case. A piece of an unknown cable was still present within the cable tensioner. It is unknown if the issue occurred during a case; the type of cable is also unknown. No patient or surgical involvement is being assessed with this reported event. This report is 1 of 1 for (B)(4).